Event description:
It was reported that the pump screen became unresponsive when attempting to press ¿yes¿ during the ¿see the drops¿ step, after which the pump was restarted and a supply change was completed; the healthcare provider also performed a factory reset due to prolonged nonuse without sensors. Symptoms included none, and blood glucose was reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education over the phone, including a pump restart and confirmation of normal operation after supply change. Investigation of this case revealed a transient user interface responsiveness issue that resolved with restart, with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue following restart.